Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of lens glue chipped was traced to component failure and for foreign material in air/water nozzle was 'cause not established'. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material in air/water channel and chipped lens glue. There was no patient involvement.